Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device revealed the pin hole is obstructed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the pin hole is obstructed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin broke off in guide. (B)(6) 2018: visual examination revealed an unknown pin fragment lodged in the metaglene plate center hole. Visual analysis of the returned metaglene plate shows deformation in the central hole ø 2.7 ± 0.05. A dimensional analysis of the obstructed pin hole was not possible due to the pin obstructing the pin hole.